Event description:
It was reported that the user was unable to attach a new luer connector during a supply change, after which an alternate luer connector was successfully attached and insulin delivery was resumed without issues. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included troubleshooting with user education via phone. Investigation of this case revealed user difficulty attaching the connector that was resolved by replacing the connector and completing the supply change. It was concluded that the device functioned as expected after connector replacement and that no device malfunction was confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.